Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +12.50%".

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "fails accuracy +12.50%". Visual inspection found some damage to the pump. Inspection of the pump's event log revealed the customer did 3 volume accuracy tests. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/- 6%. The customer's reported problem was unable to be confirmed. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR..